Event description:
On (B)(6) 2019 we were informed of an infection case (revision surgery performed on (B)(6) 2019) about 2 months after primary. The surgeon performed an I&d and revised the femoral, tibial tray and patella components. The surgeon implanted a femoral component and poly with antibiotic cement as spacer. Devinitive hardware implanted on (B)(6).

Manufacturer narrative:
Batch review performed on 17 june 2019: lot 179693: (B)(4) items manufactured and released on 29-march-2018. Expiration date: 2023-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved in the event, batch review performed on 17 june 2019: gmk-sphere 02.12.0005r femoral component sphere cemented size 5 r (k121416) lot. 184854 lot 184854: (B)(4) items manufactured and released on 18-sept-2018. Expiration date: 2023-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 147026. Lot 147026: (B)(4) items manufactured and released on 13-feb-2015. Expiration date: 2019-dec-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 188120. Lot 188120: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2019 we were informed of an infection case (revision surgery performed on (B)(6) 2019) about 2 months after primary. The surgeon performed an I&d and revised the femoral, tibial tray and patella components. The surgeon implanted a femoral component and poly with antibiotic cement as spacer.